Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported discomfort at the implant site of the evoke closed loop stimulator (cls) and difficulty establishing a connection and charging with their evoke charger. A revision procedure was performed to resolve the reported event of discomfort at cls implant site and connection issue.